Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at second inflation at 2atm.the device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection revealed that no issues were identified with the hypotube shaft profile. No issues were identified with the shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole 1mm proximal from the proximal markerband when inflating to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located 1mm proximal from the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at second inflation at 2atm.the device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.